Manufacturer narrative:
Report source: foreign country: (B)(6). This report is related to the following reports: 3012307300-2020-00184, 3012307300-2020-00185, 3012307300-2020-00186, 3012307300-2020-00209, 3012307300-2020-00210, 3012307300-2020-00211.

Event description:
Information was received indicating that a difficult purge was experienced when a smiths medical cadd administration set used for infusion of parenteral nutrition was used with the cadd-solis vip ambulatory infusion pump. The treatment was reported as "pediatric npad/550ml/12h 7d/7." It was also reported that the patient experienced severe asthenia and that subsequently it was required to change the pump and administration sets. No additional adverse effects were reported.